Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. This lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as the product investigation has been completed.

Manufacturer narrative:
Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. This lead passed testing, the lead tip and helix appears intact. No issue was found.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. This lead was explanted. No additional adverse patient effects were reported.